Manufacturer narrative:
Additional information was provided by the company representative that "to the best of my recollection the pump was disposed of." This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer.

Event description:
An impella cp device was inserted into the right femoral artery in a 74-year-old female patient with a past medical history of coronary artery disease (cad) presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) stage c shock, prior to initiation of support. The impella was inserted for ventricular support post-percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient developed a hematoma on the right lower quadrant. The patient's hemoglobin/hematocrit (h/h) dropped and the patient required 2 units packed red blood cells (prbcs) to be transfused. The patient was taken back to the cath lab to confirm bleeding, but no bleeding was found. The impella functioned at p-4 at 2.2l/min with no issues. The post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Patient developed hematoma on right lower quadrant, impella in place in right leg. Patient¿s h/h dropped significantly requiring 2 units of prbc¿s. Patient taken to cath lab to confirm bleeding but no bleeding found.